Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) duplicated the reported event, observing "system computer needs service¿ error message during boot up process. The pst determined the disk on chip (doc) to be the cause of the error message. Exterior inspection revealed no signs of abuse or damage. Interior inspection revealed no signs of ingress or tampering. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr replaced the ccm with another ccm. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported by the field service representative (fsr) that during the notice of field correction (nfc) of the device, there was a "system computer needs service" error displayed on the central control monitor (ccm). There was no patient involvement.